Manufacturer narrative:
(B)(4).. No RMA has been initiated for this issue. Model 5410 ivc, serial number/date code (B)(4) is approximately four months old. The owner's manual part number 1114836 (rev. F) aug-07 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
"Consumer alleges that the bed is moving slow and the bed is making a weird noise when the bed is lifting."